Manufacturer narrative:
Additional information received indicated the serial number of the catheter in question was (B)(4), not the previously reported (B)(4). All information pertaining to the catheter was updated. Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016 (partial, 2cm removed), product type: catheter. Analysis of the pump, model# 8596sc, serial# (B)(4), found a circular tear and/or coring into the seal of the sutureless connector cup. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 339.4 mcg/day via an implantable pump for intractable spasticity. The drug lot number of gablofen was 2138-106. It was reported that a pump replacement was initially performed on (B)(6) 2016 due to expected end of life (eol). The infusion rate of the pump remained unchanged at 339 mcg/day. On (B)(6) 2016 the patient began exhibiting signs/symptom of intrathecal baclofen (itb) withdrawal as per a nurse at a rehabilitation department. The patient presented with increased spasms, headache, and itching. The patient was treated with oral baclofen and oral valium which controlled the signs/symptoms of acute itb withdrawal. On (B)(6) 2016 a clinician programmed a 50 mcg bolus through the pump, with no therapeutic response. An x-ray ap/lateral showed no evidence of obvious kink nor a break in catheter. The catheter access port (cap) was accessed with 24 gauge non-coring needle and clinician was unable to withdraw cerebrospinal fluid (csf). Further action taken included surgical intervention on (B)(6) 2016. Intra-operatively, a neurosurgeon accessed the cap prior to disconnecting catheter and was easily able to withdraw csf from cap. When the catheter was disconnected from pump, a free flow of retrograde csf was observed from catheter. A physician felt the existing proximal segment of catheter may have been kinked in-vivo due to its short length. It was noted that 2 cm of sutureless connector and catheter length was trimmed off from the existing catheter and a new 15 cm length of sutureless connector and catheter was spliced onto remaining/existing catheter. A bolus was programmed into pump on back table and fluid was observed as coming out from port; the bolus was then aborted prior to reconnecting to the newly implanted sutureless connector segment. It was unknown if the issue was resolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. Acute itb withdrawal environmental/external/patient factors that may have led or contributed to the issue were noted as having been "none." Other medications (oral, etc.) The patient was receiving at the time of the event included vitamin c, oral baclofen, hydrocodone, and simethicone. On (B)(6) 2016, a company representative further reported that as per neurosurgery it was most likely the existing segment of the catheter that was kinked in vivo. The explanted portion of catheter was returned to the manufacturer. The patient's medical history included spasticity due to spinal cord injury.

Manufacturer narrative:
Analysis of the pump, model# 8596sc, serial# (B)(4), found a circular tear and/or coring into the seal of the sutureless connector cup. Conclusion code fdc was updated. Device code (B)(4) no longer applies to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.